Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump wont run, air bubbles were exhibited in the tubing. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 36.4 ml, rate 34ml.24hr and 62.35 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).